Event description:
It was reported that an alert was triggered on the implantable cardioverter defibrillator (ICD) for low left ventricular (lv) lead impedance, which measured zero, during the patient's ablation procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.